Event description:
Complainant alleged that after replacing the main selector switch, the device would not power on. The complainant indicated that there was no pt involvement in the reported failure.